Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4)alleging that her onetouch verio flex meter had a power button issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, 8:00am. The patient denied that she takes any medication to manage her diabetes. The patient reported that she developed the symptoms of ¿sluggish¿ 10 minutes before the alleged product issue began. She reported that after 8:00am she self-treated with food she consumed ¿french toast and syrup¿. The patient denied that she obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that correct test strips were being used, it was not the first time the subject meter was being used and there was no misuse of the meter. When a new test strip was inserted the meter did power on. However, when the power button was pressed down the meter did not turn on and therefore the issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged power issue was not resolved during troubleshooting.